Event description:
This device was explanted and replaced due to hvr recordings from noise. No adverse patient events were reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device was received and analyzed. The memory content of the device was inspected, confirming the clinical observation, the iegm documented noise. Therefore, the device was subjected to an electrical analysis. A sensing test was performed and the device sensed the attached heart signals free of noise, proving the sensing functions to be as specified. The analysis revealed no indication of a device malfunction which might be related to the clinical observation. Biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend.